Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. The reported low flow alarms were confirmed through the evaluation of the submitted log files as well as the onsite evaluation by an abbott representative; however, a specific cause for these events could not be conclusively determined through this investigation. A specific cause for the patient's infection could not be conclusively determined. Additionally, a direct correlation between the device and the reported stroke, right heart failure, respiratory failure, and subsequent patient outcome could not be conclusively established. (B)(6) was returned assembled with the pump cable cut approximately 6¿ from the pump header. The distal portion of the pump cable was not returned. The outflow graft and outflow graft bend relief had been severed near their hardware. The small portion of the sealed outflow graft was attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The remainder of the outflow graft and bend relief material was not returned. The mini apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted log files captured low flow alarms on (B)(6) 2023 which were associated with elevated pulsatility index (pi) values. No other notable events were captured, and the pump appeared to function as intended at the set speed. The left ventricular assist device event and periodic log files retrieved from the returned device captured events consistent with the patient¿s expiration. The log files captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU lists potential adverse events, including stroke, infection (localized, driveline, pump pocket), right heart failure, bleeding, respiratory failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU states that patients may develop right ventricular failure during or shortly after implant and outlines indications of right heart failure as well as the recommended treatment options. Additionally, the IFU outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU addresses pump parameters, including pump flow and pulsatility index (pi). This document describes the pump flow display and the hazard alarms and explains that changes in patient conditions can result in low flow. Per design of the system, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. In reference to pi the IFU states that the pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Furthermore, the IFU and patient handbook provide information on system advisory and hazard alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with a temporary right ventricular assist device (rvad). On (B)(6) 2023 the patient was implanted with a rvad. On (B)(6) 2023 the patient had been administered with warfarin and their international normalized ratio (inr) was longer than the target range; they developed neurological dysfunction. It was noted that the patient had been admitted since implant on (B)(6) 2023. The patient had a headache and a feeling of ear fullness and had a brain stroke. A computed tomography (CT) revealed the patient had an intracranial bleed in their left cerebellar peduncle. At the time of the event, they were on warfarin and aspirin. The patient was started on medication, but no surgical intervention was performed. Then on (B)(6) 2023 while still in admitted to the hospital, the patient had an intracranial bleed in their left-brain hemisphere, which was diagnosed by CT. This brain stroke left the patient paralyzed on the right side of their body. The patient was again given medication and had a surgical procedure. The patient also had positive fungal blood cultures for candida and received drug therapy. Due to the positive candida cultures, the stroke was considered to be embolic cerebral hemorrhage caused by bacterial mass. The patient also had respiratory failure, was intubated for 18 days and received a tracheostomy. The patient passed away due to brain hemorrhage on (B)(6) 2023, with the requisite minimum amount of the flow of the ventricular assist device (vad). It was noted that the device was functioning properly.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.